Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels at night (approximately 299 mg/dl). The customer typically delivered a bolus via the pump to address the high bg. The customer thought the pump settings needed to be adjusted for the nighttime hours. During troubleshooting with tandem technical support, the pump time and date were found to be incorrect. The am/pm were reversed and may have been a major contributor to the nighttime bg level. The customer confirmed that the date and time were now correct and that the issue stemmed from use error. The customer declined further follow-up.